Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.

Event description:
It was reported that the monopolar curved scissors (mcs) instrument had insulation failure at the end of the instrument where the black insulation and the brown/orange come together. This issue was discovered as the instrument was first removed from the packaging for cleaning. There were no reports of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and the reported failure could not be reproduced. There was no insulation failure observed during visual inspection. The instrument articulated as expected during manual articulation. The scissors opened and closed properly. The instrument was fully functional. No product issue was identified. The complaint was not confirmed by failure analysis.